Manufacturer narrative:
(B)(4). Concomitant medical devices: catalog #00840009400, nexel articulation kit, lot #63033976; catalog #00840009000, nexel humeral screw kit, lot #62933127. This report will be amended when our investigation is complete.

Event description:
It is reported the patient underwent a two-stage revision for infection; the first state occuring on (B)(6) 2015 and the second stage occurring on (B)(6) 2016.

Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. Review of the device history records did not find any deviations or anomalies. These devices are used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Product history search revealed no other complaints for infection for the related part and lot combinations. Patient's activity level and adherence to rehabilitation protocol is unknown. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused or contributed to any patient infection. A definite root cause cannot be determined with the information provided.